Manufacturer narrative:
The lens was returned in a clear water like liquid inside a specimen cup. One haptic has a nick/chip in the gusset area. The optic is cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge/handpiece and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal toric 21.5 diopter (+2.25cyl) add power +3.25 near and +2.17 intermediate lens model was replaced with a multifocal toric 22.0 diopter (+3.00cyl) add power +3.25 near and +2.17 intermediate lens model. Additional information provided in h.3., h.6. And h.10. Corrected information was provided in d.2b. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vison. The iol was exchanged two weeks following the initial implant procedure. The clinical reason given for the explant was astigmatism. Additional information was received indicating in the surgeon's opinion the event was caused by lens rotation and myopic shift. The issues have resolved following the lens exchange and the surgeon's prognosis is good.